Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The nurse (rn) could not confirm if the patient was hospitalized for the event. Treatment was not reported. The nurse stated that the diverticulitis infection had spread from his intestines to his peritoneum. Wife stated that the patients pd catheter has been removed and is now on hemodialysis. The patient has not recovered. The rn considered the episode of peritonitis to be unrelated to any baxter solutions, devices, or supplies. No further information was given regarding this event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Additional information: on (B)(4) 2012, follow-up information was received from a nurse. On an unreported date in (B)(6) 2012, the patient experienced diverticulitis. The diverticulitis infection, which spread from the intestines to the peritoneum, led to peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. A review of all batch record documents was performed for associated lot numbers gd892968, gd892828, and gd892778 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.